Event description:
Complainant alleged that the medics were treating a male pt (age unk) with a heart rhythm in ventricular fibrillation. The medic was preparing to defibrillate the pt by charging the device to 200 joules while holding the device paddles. The audible charging tone was heard while the device was charging. The complainant reported that before the device reached 200 joules the unit discharged, while the medic was still holding the paddles in his hands. In addition, the medic reported that the device had extended charge times for the three subsequently administered defibrillations at 360 joules each. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction, and that the pt was converted to a normal sinus rhythm.

Manufacturer narrative:
The complainant indicated that the facility's biomedical engineering department was unable to duplicate the reported malfunction.